Event description:
The user reported that during a chemotherapy infusion, the set came apart and the upper smartsite port causing a cytotoxic spillage. From the reported information, there are no indications of serious injury to the patent or user as a result of this incident. No additional information was available. The device is not expected as it has been contaminated with cytotoxic agent.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. Lot history record review could not be performed because no lot number was provided.